Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled dso seal, scratch lcd lens, and a damaged keypad overlay. Functional testing was unable to verify or duplicate the reported issue. There was no fault found. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device under infused. The fault occurred during preventive maintenance, there was no patient involvement.